Event description:
The customer contacted physio-control to report that, "this unit wont power on". In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer device and verified the reported issue. After replacing the system pcb assembly, the device passed functional and performance testing and was returned to the customer for use. The removed system pcb assembly was evaluated further and root cause was found to be an inoperable y1 crystal on the single board computer of the system pcb.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that, "this unit wont power on". In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.